Event description:
It was reported that during a device check by the customer, the autopulse platform displayed a "system error" message. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll (B)(4) for investigation. Zoll (B)(4) confirmed the reported event with a system error code 132 (internal watchdog timeout). However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Manufacturer narrative:
Please note that no further investigation was performed at zoll (B)(4) because the customer declined repair of the autopulse platform in complaint. Therefore, a physical investigation could not be performed to determine the cause of the reported issue. Evaluation codes has been updated to reflect the initial findings from zoll (B)(4) as reported on the initial 30-day report.